Event description:
This 71 year old female had silicone gel implants in 7/2/80 following radical mastectomies. The pt wishes the implants removed and replaced due to breast dysformity. Gross exam: the right implant is ruptured with a torn outer envelope through which exudes gelatinous, tenacious fluid. The left implant appears intact.